Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, pump won't run" alarm. The reservoir volume was 7.9, the rate was 2.2, and 90.8 was given. Air was visualized in the tubing. Patient's daughter noted, "lots of air in the tubing across the cassette." User attempted to restart the pump, but it was unsuccessful. Pump was powered down with 7.9 percent infusion remaining. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.